Event description:
It is reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device did not have enough power. According to the report, the device got ¿stuck in the bone when drilling.¿ it was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. The exact event date is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked and there was localized corrosion in the housing. The assignable root cause was determined to be due to device being worn due to normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.